Manufacturer narrative:
This follow-up report is being submitted to relay additional/corrected information. The following sections were updated: b4;g3;h2;h3 the following section was corrected: h6 upon the investigation of this event, it was identified that this device was erroneously reported under the incorrect MFR number. This report should be considered void, and the corrected reported will be filed under MFR number 3007963827-2023-00112.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the packaging appeared to not be glued correctly close to the corner, and the surgeon requested another implant. There was no patient involvement, no patient impact, and no surgical delay. No additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.